Event description:
It was reported that a pta balloon detached from the catheter shaft during removal from the 6f introducer sheath. The introducer sheath was removed and it was observed that the pta balloon remained lodged inside. No pt injury.

Manufacturer narrative:
The lot number has been provided and a review of the device history records is currently being performed. The complaint sample has been returned and the investigation is currently underway.